Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and sent a letter to the patient. The patient alleged that her onetouch ultrasmart meter would not turn on in 2009 despite new batteries. One month later (date not provided), the patient reportedly experienced blurry vision. The patient, whose daily regime is insulin, neither took action nor received medical intervention. It would be helpful to know whether the patient used a backup meter or has other visual issue that can cause blurry vision, and why the patient elected not to contact lifescan sooner. The complaint is reported since the patient allegedly had a symptom that meets criteria for serious injury after the reported issue began. The cca replaced the products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.